Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2016 with the following findings: investigation revealed a battery compartment crack. Unrelated to the battery compartment issue, evaluation revealed the keypad was torn. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of the investigation performed on 02/26/2016.